Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the front tip suture loading part of the healicoil knotless broke when the doctor was knocking in, after dilating with a healicoil 4.75 dilator. All pieces were removed from the patient with forceps. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor has fragmented below the eyelet. The lower fragment is inside the insertion tube. The upper eyelet fragment was not returned. The distal plug is in the insertion tube with no visible defect. The proximal anchor was returned off the insertion device and has no visible defect. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.